Event description:
Customer reported the power cord has torn insulation. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the power. System operates as intended.